Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the slide rail on full height [fh] drawer number five in the auxiliary chassis was damaged. A field service engineer had removed the drawer from the auxiliary chassis, replaced the slide rail, inspected and tightened the hard stop screws, reset all cable connections, reinstalled the drawer, reconnected the pyxibus cable, and restarted the station. The engineer logged into administrative mode during startup and successfully completed the diagnostic test, and both pharmacy escort and unit nurses verified correct drawer functionality without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full-height drawer mechanism was not releasing, and drawer rails were getting caught. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.